Manufacturer narrative:
Concomitant medical products: 8015; 10014916; (2)mz1000-07; (2)spm tubing; (2)8110; (2) non bd 12ml syringe with a 3ml label, lot 180930-010, exp (B)(6) 2018, 0.45% sodium chloride flush; therapy date (B)(6) 2018. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported during a fentanyl and dopamine infusion, a leak was noted below both 0.2 micron filters on the extension sets. It was reported by the clinician that both sets were new when the leak occurred. There was no report of patient harm. The event occurred in picu.

Manufacturer narrative:
The customer's report of a leak was confirmed. Functional testing showed that fluid was leaking from the engagement between the outlet port of the filter and the microbore tubing component. Further inspection showed that the tubing was not fully bonded to its mated filter component. The root cause of the leak was a manufacturing assembly issue of insufficient solvent application at the engagement.

Event description:
The customer reported during a fentanyl and dopamine infusion, a leak was noted below both 0.2 micron filters on the extension sets. It was reported by the clinician that both sets were new when the leak occurred. There was no report of patient harm. The event occurred in picu.